Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that damaged/defective on tubing set. During ablation procedure to treat atrial fibrillation (afib), a metriq irrigation tubing set was selected for use. The three-way stopcock was damaged during a stable point connection, and it could not be used as it was broken. The damage occurred during connecting. The device was replaced, and it resolved the issue. The procedure was completed with different device used (same model). There were no patient complications. The product has been disposed at the facility, it will not be returned for analysis.